Manufacturer narrative:
(B)(4). The customer indicated that the device would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.

Event description:
The customer reported that they received a false positive detection during a patient scan when using the rf assure delivery system. The scan result showed detection of an rf tagged sponge when a sponge was not present. All the sponges were accounted for and nothing was left in the patient. There was no injury to the patient.